Manufacturer narrative:
Device eval summary. During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2014, the home hlth nurse of a (B)(6) male pt contacted zoll customer support ot report that the pt had an excoriation on his skin under the rear therapy pads. The area was red with bumps that were excreting a foul smelling, bloody ooze. There was no follow-up info on the condition of the irritated area.